Event description:
Technician reported a system 1000 hemodialysis device switched to an unintended concentrated proportioning ratio during self-test phase of the device start up. The device then alarmed due to high conductivity. There was no patient injury or medical intervention associated with the incident.